Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). This re-culturing sample tested positive for bacillus licheniformis.

Manufacturer narrative:
As part of our investigation of this report, on (B)(6) 2019 an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. Observation conducted the staff reprocessed tjf-q180v (B)(4). Below are notes from the observation that are also listed on the attached ontrack: 1) please note bedside precleaning performed by nursing staff, reprocessing techs only work in the decontamination room. 2) unable to observe the bedside pre cleaning process. 3) scopes transported to the reprocessing area in clear-ziplock style bag with valves still attached to scope by the nursing staff. 4) leak testing and manual cleaning of the tjf-q180v scope could not start immediately as techs were already reprocessing two scopes in sinks, and still had two more waiting. In all, the tjf-q180v scope was fifth in line to be reprocessed. 5) customer utilizes the tsm-s1 sink from techstar for mechanical flushing of all channels with detergent, water, and air. 6) reprocessing techs state the tsm-s1 sink and associated tubing connectors are disinfected on a daily basis at the end of each day. 7) customer does not own the oer-pro. 8) customer utilizes the dsd-edge for high level disinfection of scopes. 9) scope carefully placed in the dsd-edge with the forceps elevator in the intermediate pos ition. 10) mrc checked with associated test strips, and scope connectors used according to the aer manufacturer's instructions. 11) aer operated according to the aer manufacturer's instructions. 12) scope removed promptly after cycle completed, and hung with it and lg tubes vertical. Scope cabinet forced air for drying feature utilized per cabinet manufacturers instructions.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h4 and h10. The scope was returned to the service center for evaluation. A visual inspection was performed on the received device and did not find any foreign material when inspected with an olympus boroscope. The instrument channel was inspected and noted a kink inside the channel from the biopsy port side. The instrument channel was further inspected and found another kink inside the channel from the bending section side. The suction channel was inspected and found a kink inside the channel from the scope connector side. There is no evidence of foreign material noted. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. The scope was purchased on april 19, 2014 and the last time the scope came in for service was october 2, 2018. Based on the evaluation, there were no signs of foreign material inside the scope. The kinks inside the channel are due to mishandling

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for brevundimonas diminuta after reprocessing. There were no associated patient infections reported.